Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the right atrial lead exhibited noise. Noise was not reproducible in clinic. All electrical measurements were in range. The patient would continue to be monitored.